Event description:
It was reported that during the procedure in the moderately calcified distal circumflex artery, a 2.25x28 xience nano stent delivery system was advanced for treatment of in-stent restenosis of an unknown stent; however, the stent system could not cross. The stent system was removed from the anatomy and the stenosis was treated successfully with a 2.25x15, 2.25x18, and 2.25x12 xience v stent. During this same procedure, a 3.50x15 rx trek dilatation catheter was advanced through the guide catheter but the shaft separated. The guide catheter was removed from the anatomy with the dilatation catheter contained inside. There was no adverse patient effect or significant clinical delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Factors that can contribute to shaft separations during use include, but are not limited to, damage during manufacturing, materials, handling prior to and during the procedure, removal technique from the packaging, or resistance from an interaction with the patient anatomy and/or accessory devices. There was no report of any damage noted during inspection prior to use, which may suggest that a product deficiency did not contribute to the reported difficulty. Multiple attempts were made to get clarification from the account regarding the reported separation and if resistance was noted at any point during advancement; however, no additional information could be obtained. It is possible that if resistance was encountered from an interaction between the trek and the guiding catheter, this may have caused the shaft to fracture and separate as a result. As it was discarded by the account, the product was not returned for analysis and may have assisted in the investigation in determining a cause for the reported complaint. The guiding catheter used during the procedure was also not returned, which may have further aided the investigation. A conclusive cause for the reported separation could not be determined. To assure that all products perform according to specification, the profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks during the manufacturing process. Additionally, all dilatation catheters are 100% visually inspected for kinks online and a sampling of units is also destructively tested to verify shaft integrity and tensile strength. A review of the finished product lot history record did not reveal any non-conforming material record issues associated with this lot and all lot release testing met specification. Additionally, a query of the complaint handling database indicated no similar incidents for this lot. Based on the investigation, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not expected to be returned for evaluation. The lot number was provided. A follow-up report will be submitted with all additional relevant information.